Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Starting on (B)(6) 2024, it was reported that the implant appeared to have shifted, possibly due to an impact to the head, although this could not be confirmed. The implant continued to dislocate progressively to the point where it was no longer possible to wear the audio processor. Despite this, the implant performance remained satisfactory. Re-implantation took place on (B)(6) 2026.